Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1147744 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient's surgeon reports suspected metal-on-metal synovitis. Update (B)(4) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address metallosis, massive pseudotumor, and osteolysis. The MDR decision is being changed from MDR-no to MDR-yes. Update 06/27/2013 - clinical report was received. Clinical report states the patient was also revised to address elevated metal ion levels and adverse local tissue reaction. Updating lot information. There is no new information that would change the existing MDR decision. Update: litigation papers received 1/3/2014. Litigation alleges fluid build-up and erosion or the acetabulum, femur and surrounding structures. Date of revision has also been provided. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 1/14/2014. Update rec'd 2/11/2014- medical records received. After review of the medical records it confirmed metallosis and pseudotumor. The revision operative note also indicated corrison on the trunnion so the stem is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/13/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 1147744 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. X-rays were reviewed. Medical records were previously reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 5/22/2014¿ pfs and medical records received. After review of the medical records the revision operative note confirmed metallosis, corrosion on the trunnion, pseudotumor, and osteolysis. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.